Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate accuracy test. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found within specification in relation to the reported symptom of failing the flow rate accuracy test and was unable to be confirmed or reproduced during evaluation. The device passed flow accuracy testing and no correction is required. . Should additional relevant information become available, a supplemental report will be submitted.